Manufacturer narrative:
Concomitant medical products: 6932-65 lead, implanted: (B)(6) 1998. 429888 lead, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing shortness of breath. The cardiac resynchronization therapy defibrillator (crt-d) exhibited electromagnetic interference that presented as oversensing and noise on the atrial channel. It was noted that the noise could be seen on the ventricular channel but was not detected by the device. The crt-d remains in use. No further patient complications have been reported as a result of this event.